Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not turn on and was offline. The customer tried turning the pyxis station on and off and also attempted to plug it into a different outlet. However, the pyxis station still did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not turn on. A field service engineer (fse) checked the cords and all cable connections and found a bad full height cubie drawer that prevented the station from powering up. Fse replaced the full height cubie bus module and the drawer controller boards. The issue was resolved, and the station powered up and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.